Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was one sample whose cap broke during centrifugation. There were no other health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for tube breakage during centrifugation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage during centrifugation. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.